Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additional analysis was performed. The device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be severely depleted which caused a no-telemetry condition. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was fully functional and no hybrid anomalies were found. Battery analysis revealed a lithium (li)-plating breach along the top edge of the anode separator enclosure and plated li on cathode material within the cathode tab slot. These observations are consistent with plated-li breaching the anode separator and forming a short to exposed cathode material adjacent to the breach. Based on this analysis, the observed rapid battery depletion likely resulted from an internal short where li breached the anode separator and shorted to the adjacent cathode material. If information is provided in the future, a supplemental report will be issued.